Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Based on the file review no further escalation is required per 1501-006-000-swi-sd-inf complaints escalation, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Syr/pca gripper recall-gripper sticking- 08/20/2018 15:37:14 sandra j mcdonald (smcdonal) syr/pca gripper recall-gripper is sticking per bd field tech john bach who is at the account today. Contact: biomed: rodger abbott, rodger.abbott@cchmc.org, 513-636-2587 10/29/2019 09:40:44 jovelyn martin (jobmarti) *** new contact james bugge clinical engineering tech #513-636-6650 <james.bugge@cchmc.org> 12/03/2019 12:47:46 arjel ancheta (arjeanch) inbound error 12/06/2019 07:05:13 clelia flores (clflores) est mjr 12/20/2019 05:46:44 crisleivy pena (crpena) npi confirmed updated from rcl to mjr for the major repair needed per clelia flores, service tech. Repair approved by james bugge biomed, at james .bugge@cchmc.org for $579. New po#1100110507 12/26/2019 09:56:22 clelia flores (clflores) could not duplicate barrel clamp failure. Tested several times, performed calibration twice and barrel clamp tests passed all tests and calibration. Physically inspected barrel clamp; no damaged observed. 12/26/2019 10:36:42 clelia flores (clflores) please disregard above statement. Notes were meant for a different notification. 01/13/2020 13:14:36 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.